Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that the twist drill broke during use. The twist drill was being used in excess of 10,000 rpm. It is stated in IFU 90-274-92-40 "twist drills are not designed to be used at speeds in excess of 5000 rpm." All pieces of the twist drill were removed.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The device lot number was not provided by the customer therefore the device history records could not be reviewed. The IFU indicates a maximum of 5,000 rpm. The failure root cause cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.